Manufacturer narrative:
Date returned to manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Date of device damage is not known. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter telephone not available for reporting. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the variable angle (va) locking hand system instrument and implant set was received on (B)(6) 2018 with a damaged stardrive screwdriver shaft. The tip of the screwdriver shaft is bent. Another driver from the set was used for the scheduled procedure. No patient involvement was reported. This report is for one (1) stardriver screwdriver shaft this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. There was no patient involvement. Part: 03.130.010; synthes lot: h199615; release to warehouse date: april 10, 2017; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The following investigation flow was performed: damage: visual (appearance not as expected). Visual inspection performed at customer quality (cq) confirmed the condition of a twisted distal stardrive tip which agrees with the reported complaint condition of a damaged device. Because the distal edge of the distal stardrive tip is gold anodized, it can be determined that the tip did not break. The evaluation has shown that the screwdriver tip is twisted in the direction of resistance encountered during screw insertion. The returned device was manufactured in april 2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product and any subcomponents which would contribute to this complaint condition. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture) and determined to be suitable for the intended design and application when used as recommended. No product design issues or discrepancies were observed. Dimensional analysis was not able to performed at the stardrive tip portion due to post manufacturing damage. Dimensional analysis performed just proximal to the damaged tip measured ø2.33 mm (ca592) that falls within specifications of ø2.30 mm to ø2.35 mm. The overall length of the returned screwdriver shaft measured 49.87mm at cq (ca592) which is within specification of 50mm +/- 0.5mm and further confirms that the device twisted, but did not break. While no definitive root cause could be determined it is possible that any unintended forces encountered by the device during usage or handling could have contributed to complaint condition. It is most likely that excessive force during the screw-insertion occurred and it can be assumed that a mechanical overload did lead to the deformation of the screwdriver. In this relation, the variable angle locking hand system surgical technique guide can be mentioned: "when inserting screws, use a two-finger tightening technique." During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review: part number: 03.130.010; synthes lot number: h199615; release to warehouse date: april 10, 2017; manufactured by synthes monument; no nonconformance records (ncrs) were generated during production. DHR review submitted in mwr-(B)(4) was missing the manufacture by statement and hence this correction reports this. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.